Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-tt12amis, serial/lot #: (B)(6) UDI#: (B)(4). H3: no conclusion can be drawn. Device evaluation anticipated, but not yet begun medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product was damaged during the use of the defective item in question. A warranty claim for the product has been requested. There was no patient involved with this event. The spare product was used to complete the procedure. Additional information was received stating that the procedure, posterior spinal decompression, had a delay of approx. 5 to 10 minutes and there was no fragments left inside the patient, tip of the bar was damaged.

Manufacturer narrative:
H3: evaluation determined that the tool was broken. The suspected cause of failure is tube with failing bearings. It was also noted that the tool was returned outside of its packaging and broken at the stem about two inches from the tang, the fracture face was perpendicular to the stem and flat, and the bearings could not support the tool which induced fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.